Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced sensor updating/sg not available, sensor glucose vs. Blood glucose, harm reported with no reported allegation of a device malfunction. The customer reported blood glucose value of 250 mg/dl. The customer reported hyperglycemia treated with insulin pump (subcutaneous insulin infusion). Customer reported the following led up to the event: 150 points off on sg vs bg reading .the event involved product(s) mmt-7020la, mmt-1880, mmt-332a, mmt-397a. Customer was using the insulin pump system within 48 hours of the reported event. Customer was not using the auto mode/smart guard feature at the time of the event. Customer is reporting a discrepancy between sg and bg which is not within range. Customer declined to continue with troubleshooting. No further patient complications were reported. Mmt-7020la was requested and customer response was the device will be returned. No product return is required for mmt-1880. No product return is required for mmt-332a. No product return is required for mmt-397a. Frn-mmt-332a-rsvr, ozp mmt-7020la snsr, unomed set